Manufacturer narrative:
(B)(4). The reported setscrew anomaly was confirmed in the laboratory and was due to an anomalous tool tip. (B)(4).

Event description:
It was reported that during the lead revision the hex wrench would not separate from the set screw. The device was explanted and replaced. The patient is stable.